Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse discovered two leaks inside the instrument. The fse observed a hole in the I-beam tubing through pinch valve (pv37) and pinch valve (pv42). The fse replaced all I-beam tubing through pinch valve (pv37) and pinch valve (pv42), resolving the leaks. The leaks had damaged the peltier module. The fse replaced the peltier module and the instrument performed without any 'temperature' errors. Upon verification of the instrument, the instrument was generating differential vote outs. The leak had also damaged the differential motor. The fse replaced the differential motor and the instrument provided proper differential results. The fse also replaced the hemoglobin (hgb) lamp as preventive maintenance. The fse then verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 6 mls of clear fluid leaked from the probe of the coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument. The customer also reported that the instrument generated 'temperature' errors. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, face mask and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or change to patient treatment attributed to this event.